Manufacturer narrative:
Device received with permanent black lines across screen due to broken traces between lcd controller and lcd image area. Unable to perform displacement test due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. Customer stated that insulin pump had white lines in the middle of the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.